Manufacturer narrative:
(B)(4). The device was returned with the complaint for investigation. Photo and visual exams revealed the returned device had polyethylene bag residue on the surface of the component. Documents reviewed confirmed the device is a bipolar metal shell od 47mm which was manufactured september 2012. The device is used for treatment. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. Field action (B)(4) was initiated on (B)(6) 2016 to remove remaining affected units from the field. This field action contains the related part and lot number. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
Prior to surgery, while opening the implant box, it was noted that the polyethylene bag around the implant was adhered on the surface of component. The surgeon did not implant the device in the patient.